Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-jan-2023. H6: investigation summary six open 30g x 8mm autoshield duo samples from lot. No. 2040953 along with one open 30g x 8mm autoshield duo from lot. No. 2074948, cat. No. 329608 were returned. Visual examination was carried out on all returned samples and a bent non patient end of cannula was observed on all seven samples. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd autoshield¿ duo pen needle breaks when unscrewing. The following information was provided by the initial reporter, translated from german to english: since the beginning of the year, she has noticed that the needle breaks off when it is screwed on through the rubber stopper. At first, she thought it was her fault, but lately it has become more frequent, even though she explicitly makes sure that she puts the pen needle on the pen correctly.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo pen needle breaks when unscrewing. The following information was provided by the initial reporter, translated from german to english: since the beginning of the year, she has noticed that the needle breaks off when it is screwed on through the rubber stopper. At first, she thought it was her fault, but lately it has become more frequent, even though she explicitly makes sure that she puts the pen needle on the pen correctly.